Event description:
It was reported that on (B)(6) 2021, the patient underwent a procedure, while inserting the nail into the driving cap, it broke off inside the recon handle. Concomitant devices reported: unknown nail (part# unknown, lot# unknown, quantity 1) and radiolucent insertion handle frn (part# unknown, lot# unknown, quantity 1) this report is for one (1) radiolucent insertion handle frn. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a procedure, while inserting the nail into the driving cap, it broke off inside the recon handle. Concomitant devices reported: unknown nail (part# unknown, lot# unknown, quantity 1) and radiolucent insertion handle frn (part# unknown, lot# unknown, quantity 1) this report is for one (1) radiolucent insertion handle frn. This is report 1 of 1 for complaint (B)(4).